Event description:
A report was received that the patient is experiencing discomfort at the pocket site. The patient underwent a pocket revision where the ipg was moved to another location. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.